Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call, the insulin pump and the buttons weren't responding. Customer's blood glucose was 268 mg/dl. Customer's mother didn't recall any significant event which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis. Customer's nurse reported via email the device had alarmed button error and it was locked. Stated the customer's mother wasn't currently bed side.

Manufacturer narrative:
The insulin pump was received with unresponsive arrow button due to corroded keypad trace. No button error alarm noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.